Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device alarmed the f9 alarm during functional testing and in the alarm logs. The cause of the condition was dirty safety clamp sensor. To correct the condition, the sensor was cleaned and recalibrated. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f9 alarm (channel 1 out of service). It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.